Event description:
The pt reported she primed a new cartridge of insulin and about an hr later, her infusion device began beeping continuously and displaying "2.00---" which is the software version. The pt removed the power pack and reinserted with a new power pack. The insulin infusion device powered up and was operational. No physiological symptoms associated with this event. No med intervention was required. No product was requested to be returned.